Event description:
It was reported that the nurse experienced an issue with the monopolar ports where an audible tone was present but no energy was delivered to the instrument. The staff attempted to resolve the issue by trying both monopolar ports and by changing the cord and instrument. The technical support engineer reviewed the system and did not observe any errors associated with the reported issue, and then advised the team to use the backup e-200 generator. The site lost their back up e200 fiber cable, so they were unable to switch to the backup generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis. The reported issue was confirmed but could not be replicated. In artemis, error codes 25914 (info_esu_function_not_support) and 25903 (inf: e-20 communication warning between the system and esu ¿ reason: failed to receive pgc status within a pre-specified time) were recorded on the reported event date, confirming that the fault occurred in the field. Upon visual inspection, no issues were found that could be related to the reported event. According to the e200 testing matrix, the unit passed all required tests. As a result of the investigation, the unit is functioning as designed, and no root cause could be determined. Additional finding unrelated to the reported issue: during basic functional testing, the single-pedal auxiliary footswitch cable inserted into the blue connector was found to be defective, as it becomes stuck when unplugged due to connector misalignment.